Event description:
A us distributor contacted zoll to report that a german patient was experiencing itchiness due to a medication. It is not clear if the lifevest was exacerbating the itchiness. There was no alleged device malfunction contributing to the irritation. Patient was received medication by a physician for the allergy, but discontinued the use of the lifevest. The medical outcome of the itchiness is unknown.